Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single user was unable to authenticate. A technical support specialist checked the station for error logs, and the customer was emailed to verify the logs and proceed with the necessary steps and information technology was informed to unlock the account and reset the password and a local account was added for the user, and the issue was resolved successfully. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a single user was unable to authenticate and could not log in to the machine. An error message indicating unable to authenticate was displayed. Only one specific user experienced this issue. Multiple stations were tested; however, the same authentication error continued to occur. There were no adverse events or injuries reported based on this event.